Manufacturer narrative:
Other relevant device(s) are: sfw kit 9735736, stealth s8 ent EU-sc. (B)(6). The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when certain exams are loaded onto the system from one radiology clinic, the patient's head is broken up into different studies and the scan is unusable on the system. The exams were showing split in the software. The exams were received in-house for review. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.